Event description:
Reason for check: possible undersensing dual chamber pacemaker. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5146566.